Manufacturer narrative:
The subassembly in question is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical international in foreign country. The finished product is further assembled, packaged and sterilized by smiths medical international. Two subassemblies were received--one with a tubing disconnection form the mll and the other from both mll and fll ends. The solvent ring on the tubing from both components showed the tubing had been fully seated into their corresponding connectors and the tubing measured within specification and there was sufficient solvent present. There did not appear to be any manufacturing issues. Smiths was able to confirm the issue; however, no root cause could be determined. This issue is being monitored and CAPA has been issued to further investigate the issue. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
Hospital in foreign country, reported to another foreign hospital, that the pressure line detached from the luer connector close to pt without any manipulation. The luer connector was screwed correctly and remained on the arterial cannula. Due to this, the pt lost a lot of blood, but there was no pt injury. The products were in use for 1-2 days. On the set were connected: nac1 bag and pressure cuff; used drugs: 0.9% saline flushing solution; used disinfectant: octenisept for change of bandage of art. Cannula.